Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced an interruption around (B)(6) 2026 at approximately 5:20 pm. The system was restored at approximately 5:26 pm, and the nurse successfully removed the medication at 5:30 pm. The system subsequently remained functional however it delayed therapy for 10 minutes while a patient was actively waiting the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station froze and malfunctioned. A field service engineer found that remote support service needed to be reinstalled. The fse reinstalled component manager and repaired the remote support service agent, but the device was still unable to register. A network tool was run, and it appeared that the port required for incoming traffic was blocked. The fse informed the customer that the local information technology (it) department was working on opening the necessary network ports. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced an interruption around (B)(6) 2026 at approximately 5:20 pm. The system was restored at approximately 5:26 pm, and the nurse successfully removed the medication at 5:30 pm. The system subsequently remained functional however it delayed therapy for 10 minutes while a patient was actively waiting the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.